Event description:
It was reported that a pump malfunction occurred, displaying malf 12 code. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of this malfunction, and tandem technical support decided to replace the pump. The customer was advised to put the malfunctioning pump into storage mode before returning it to tandem and will continue using the current pump until the replacement, equipped with updated software, arrives. Instructions were given for using the new pump, and a replacement was sent with a signature required upon delivery.